Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; b7; d2; d10; g1; g3; g6; h1; h2; h10. D10: item# unk k-wire; lot# unknown. Item# unk k-wire; lot# unknown. Item# 32810502706; lot# 64631859. Item# 32810504301; lot# 64662236. Item# 110034365; lot# ax18cb0304. Item# 32810502701; lot# 65475544. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2;g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office notes - moderate swelling, sutures in place but beginning to disappear under skin. Aspiration to r/o infection I&d procedure notes - doing well after prior revision and helped her preoperative pain but has had some postoperative drainage that persisted. Prior aspiration negative for infection. Diagnosis: draining post-operative wound- evacuation of hematoma. Prior incision utilized. Sutures holding the extensor mechanism to the ulnar in place but tissue of the extensor fascia was deteriorated and about half of the bone was visible. Visibility directly into joint where the prosthesis and clear yellow synovial fluid were seen. Cultured, irrigated and debrided, max braid used to repair the extensor mechanism back to ulna. Clear yellow synovial fluid, no significant inflammation, no pus. Extensor mechanism deterioration at the attachment site on the ulna. Positive for klebsiella and staph epidermidis. Part and lot identification are necessary for review of device history records, neither were provided. Hematoma is a procedure related complication and/or not device related. A definitive root cause cannot be determined for the infection and deteriorated extensor mechanism. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. The reported event is confirmed as medical records were provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# unk k-wire; lot# unknown. Item# unk k-wire; lot# unknown. Item# unk bushing; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an I&d for an evacuation of a hematoma approximately one (1) month post-implantation following persistent serosanguineous drainage. During the surgery, it was found the extensor mechanism deteriorated at the attachment site on the ulna and cultures were positive for klebsiella and staph epidermidis. The bushing and pin were exchanged without complication. Attempts have been made and no further information has been provided.